Event description:
It was reported that the patient received inappropriate therapy due to noise. High pacing impedance and high capture thresholds were observed. Lead fracture was found. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found the lead coil fractured at 26.5cm from the connector end consistent with cyclic stress. The fracture of the inner coil is believed to have caused the reported high impedance and noise.